Event description:
It was reported that the device was at elective replacement indicator and there was premature battery depletion. It was also reported that there were elevated left ventricular (lv) thresholds. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-58 implantable tachy lead, (B)(6) 2007; d224trk bi-ventricular defibrillator. (B)(4).